Event description:
The customer reported the system was displaying error messages and the loss of fluoroscopic x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the service rep did reseat the connectors to the card cage backplane.